Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The lesion was located in the mid left anterior descending artery. The details of the lesion are unknown. The lesion was predilated with a 2.5mm maverick balloon. The 2.75x24mm taxus liberte stent did not cross the lesion. As the physician removed the device the stent got caught at the distal part of the guide catheter and the stent dislodged. The stent was on the guide wire and a 1.5mm maverick2 balloon crossed and inflated and the dislodged stent was held between the balloon and the guide catheter and it was moved to the radial artery. They were then unable to retrieve the device into the sheath. The dislodged stent was surgically removed. The procedure was completed with no treatment to the mid left anterior descending artery. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The lesion was located in the mid left anterior descending artery. The details of the lesion are unknown. The lesion was predilated with a 2.5mm maverick balloon. The 2.75x24mm taxus liberte stent did not cross the lesion. As the physician removed the device the stent got caught at the distal part of the guide catheter and the stent dislodged. The stent was on the guide wire and a 1.5mm maverick2 balloon crossed and inflated and the dislodged stent was held between the balloon and the guide catheter and it was moved to the radial artery. They were then unable to retrieve the device into the sheath. The dislodged stent was surgically removed. The procedure was completed with no treatment to the mid left anterior descending artery. The patient status is listed as good with no complications reported.